Event description:
From the call center: I am calling about a battery replacement for a neurostimulator. Patient felt device wasn't helping and had it replaced; ended up with infection of new device which was then explanted to allow infection to resolve.

Manufacturer narrative:
The patient was scheduled for an enterra device replacement at (B)(6) for (B)(6) 2025. (B)(6) hospital was not able to provide us with their irb approval letter in time to send product. Patient's case was to be rescheduled for later in may. Patient called me last night and was upset because she was leaving for a three week trip to (B)(6) to be with her daughter who is graduating from nursing school. Patient asked if there might be an implanter in (B)(6) who may be able to help her. She reached out to dr. (B)(6) at (B)(6) and was able to schedule an appointment for (B)(6). Follow up call information: patient is scheduled for an appointment with dr. (B)(6) on (B)(6) for evaluation and to be seen before scheduling her battery change. Patient had her enterra battery changed with dr. (B)(6) on (B)(6) 2025. Spoke with (B)(6) on (B)(6) 2025. (B)(6) mentioned that her device pocket became infected and that her device was scheduled to be removed on (B)(6) 2025. Device was disposed of on (B)(6) 2025 when it was exchange by dr. (B)(6).